Event description:
It is reported that the pt was revised due to a fall resulting in a fractured glenoid. The glenoid was unable to be separated from the baseplate.

Manufacturer narrative:
This report will be amended when our investigation is complete.